Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced raynaud's phenomenon ("raynauds"). On an unknown date, the patient experienced gallbladder disorder ("terrible gallbladder"), sjogren's syndrome ("sjogrens") with dry eye, dry mouth, dry skin, rash and candida infection, lupus-like syndrome ("lupus signs") and multiple sclerosis ("ms signs"). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, sjogren's syndrome, raynaud's phenomenon, lupus-like syndrome and multiple sclerosis outcome was unknown and the gallbladder disorder had resolved. The reporter considered gallbladder disorder, lupus-like syndrome, medical device removal, multiple sclerosis, raynaud's phenomenon and sjogren's syndrome to be related to essure. The reporter commented: she has lupus signs, ms signs, sjogren signs but no diagnosis. Cross referenced with plaintiff case number : (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal"), sjogren's syndrome ("sjogrens"), lupus-like syndrome ("lupus signs") and multiple sclerosis ("ms signs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced raynaud's phenomenon ("raynauds"). On an unknown date, the patient experienced gallbladder disorder ("terrible gallbladder"), sjogren's syndrome (seriousness criterion medically significant) with dry eye, dry mouth, dry skin, rash and candida infection, lupus-like syndrome (seriousness criterion medically significant), multiple sclerosis (seriousness criterion medically significant), weight increased ("gained 35 lbs") and abdominal distension ("bloated"). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, sjogren's syndrome, raynaud's phenomenon, lupus-like syndrome, multiple sclerosis, weight increased and abdominal distension outcome was unknown and the gallbladder disorder had resolved. The reporter considered abdominal distension, gallbladder disorder, lupus-like syndrome, medical device removal, multiple sclerosis, raynaud's phenomenon, sjogren's syndrome and weight increased to be related to essure. The reporter commented: she has lupus signs, ms signs, sjogren signs but no diagnosis. Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced raynaud's phenomenon ("raynauds"). On an unknown date, the patient experienced gallbladder disorder ("terrible gallbladder"), sjogren's syndrome ("sjogrens") with dry eye, dry mouth, dry skin, rash and candida infection, lupus-like syndrome ("lupus signs"), multiple sclerosis ("ms signs"), weight increased ("gained 35 lbs") and abdominal distension ("bloated"). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, sjogren's syndrome, raynaud's phenomenon, lupus-like syndrome, multiple sclerosis, weight increased and abdominal distension outcome was unknown and the gallbladder disorder had resolved. The reporter considered abdominal distension, gallbladder disorder, lupus-like syndrome, medical device removal, multiple sclerosis, raynaud's phenomenon, sjogren's syndrome and weight increased to be related to essure. The reporter commented: she has lupus signs, ms signs, sjogren signs but no diagnosis. Cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 25-jul-2018: social media received. Events gained 35ibs and bloated added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.